Event description:
It was reported that a 30mm amplatzer multi-fenestrated septal occluder - cribriform was selected for impant on (B)(6) 2025 for a patent foramen ovale (pfo) with extensive atrial septal aneurysm (asa). During the procedure it was noted that the disc of the device did not lie concavely against the septum. The disc took on a football shape. The occluder was not released from the delivery cable. The occluder was removed from the patient and inspected. The mesh in the disc of the occluder was detached from the occluder. There were no interactions with cardiac structures. There were no angulations or kinks noted on the delivery system. The patient remained hemodynamically stable throughout the procedure. There were no clinically significant delays in the procedure. There were no adverse effects to the patient. The patient status was stable.

Manufacturer narrative:
The reported event of device deformity could not be confirmed. The investigation confirmed the device met visual and functional specifications when analyzed at abbott. It was indicated that there was no interaction with cardiac structures during deployment and there was no angulation or kink noticed in the delivery systems. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information

Event description:
It was reported that a 30mm amplatzer multi-fenestrated septal occluder - cribriform was selected for impant on (B)(6) 2025 for a patent foramen ovale (pfo) with extensive atrial septal aneurysm (asa). During the procedure it was noted that the disc of the device did not lie concavely against the septum. The disc took on a football shape. The occluder was removed from the patient. The patient remained hemodynamically stable throughout the procedure. There were no clinically significant delays in the procedure. There were no adverse effects to the patient. The patient status was stable.